Event description:
It was reported a neutral plate broke post-op at the locking screw. The plate was removed, and a side specific plate was implanted by a different surgeon. No other adverse patient consequences were reported.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned total wrist fusion plate, neutral (part number 80-0728, batch number 599698) was examined visually under magnification. The returned total wrist fusion plate, neutral showed a complete fracture, nearly perpendicular to the long axis of the plate, across one of the threaded holes. Both pieces of the fractured plate were returned. Additionally, the surface on the bottom of the plate showed deformation and bending near the fractured hole. It is possible that a postoperative incident of extreme loading caused fractured of the plate. The explanted screws were returned for evaluation, along with the broken plate. Manufacturing and inspection records were reviewed, and no anomalies were found. The 3.5mm x 14mm locking hexalobe screw (part number 30-0235, batch 476388), 3.5mm x 24mm locking hexalobe screw (part number 30-0240, batch number undetermined due to screw head damage), 3.5mm x 22mm locking hexalobe screw (part number 30-0239, batch number 322601), 3.5mm x 14mm non-locking hexalobe screw (part number 30-0258, batch number 433518), 4.0mm x 16.0mm cancellous screw (part number ca-4160, batch number 470259), two 2.3 mm x 12 mm hexalobe lag screws (part number 3012-23012, batch numbers 348070 and 450449), two 2.3 mm x 14 mm hexalobe lag screws (part number 3012-23014, batch numbers 458471 and 338078), and 2.3 mm x 18 mm hexalobe lag screw (part number 3012-23018, batch number 428334) were examined visually under magnification. All returned screws showed some damage to the screw head with damage observed around the lobes of the hexalobe recess as well as scratches and denting/deformation around the head. Two screws (3.5mm x 22mm locking hexalobe screw and the 3.5mm x 24mm locking hexalobe screw) had signs of thread stripping in the threads beneath the screw head, with flattened threads that had shiny, deformed surfaces. The remaining screws did not show other signs of damage. It is possible that the removal process, which is difficult due to bony ongrowth, may have led to some of the signs of wear and deformation observed on the screws. It is not possible to know if any of this damage was due to implantation versus removal. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.